Event description:
Philips received a complaint about the v60 ventilator indicating that there was a failed battery error code on the device. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer requested from the remote service engineer (rse) a replacement v60 lithium-ion battery be sent to the customer sent. A replacement battery was ordered for the customer. In a good faith effort (gfe) response from the customer, it was confirmed that the replacement battery was delivered and replaced. The battery replacement resolved the issue and the v60 was returned to the customer ready for service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.